Event description:
The customer reported that their central nurse's station (cns) is experiencing intermittent communication loss. They clarified that this communication loss occurred 5 times by now. The unit was monitoring transmitters at the time.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was experiencing intermittent comm loss. They clarified that "comm loss" is the error that appeared, not "signal loss" even though the cns was monitoring telemetry transmitters connected via an org.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was experiencing intermittent comm loss. They clarified that "comm loss" is the error that appeared, not "signal loss" even though the cns was monitoring telemetry transmitters connected via an org. No patient harm was reported. Investigation summary: the failure mode for this event is unknown. Technical support provided troubleshooting measures which included inspection of the closet and verifying no error lights on the org or ups were lit. The customer was to perform troubleshooting measures and return the call. On (B)(6) 2022, the customer communicated that the issue was resolved the day prior without further details. Multiple attempts were made to retrieve additional information without results. A review of the cns serial number finds no recurrence of the reported issue. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: telemetry transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.